Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) in which the existing device was removed and a new aus was implanted. During the procedure sub-cuff atrophy was noted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) in which the existing device was removed and a new aus was implanted. During the procedure sub-cuff atrophy was noted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Manufacturer narrative:
E1, h2, h10 field change. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.